Event description:
Voluntary medwatch received states it was reported that the patient presented in emergency services device interrogation revealed inappropriate shocks and user concern on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5169612.